Manufacturer narrative:
(B)(4). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the black introducer sheath of the neff percutaneous access set frayed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested from the customer, but none has yet been provided. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
A review of the complaint history, drawings, documentation, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review and complaint lot search could not be performed as the complaint lot number was not provided. Based on the provided information, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified, and monitoring will continue to be performed for similar complaints.